Event description:
Information was received indicating that a cadd solis vip pump malfunctioned. The pump displayed error 459821, 408003. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and functional testing were performed. According to the investigation the customer's reported error code "45982" could not be duplicated during power up and functional testing. However, error code "45982" was found recorded in the event log multiple times. Service's replaced the pump main board for preventive.